Manufacturer narrative:
(B)(4). The customer said the device will not be returned to baxter, and it will be serviced in the hospital. The customer was advised to check for moisture and clean and dry tubing channel as required. The customer was also instructed to check the calibration and recalibrate air in line (ail) printed circuit board (pcb) if necessary. The customer was advised to replaced ail pcb if it cannot be calibrated. If the failure code still appears, the customer was advised to replace the pumphead.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. However, the root cause of the reported problem was not determined. Therefore, no repairs have been made at this time.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced error 810:11. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.